Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile package of a y-type tur/bladder irrigation set was not sealed properly. The issue was further described as, "the plastic sleeve for protecting tur tubing was pinched by the sealing". This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, g2, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the sample, and it showed the sterile package was open in the seal of upper side of the pouch, the plastic sleeve for protecting tur tubing was pinched by the sealing. The reported condition was verified. The cause was due to an improper placement of the set into the cavity of the packaging machine related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.